Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted as it was in mid-basal position rather than apical. No adverse patient effects have been reported.